Manufacturer narrative:
The technician found the break caster was worn and could not be adjusted. The technician replaced the head end brake caster to repair the bed.

Event description:
Info received indicates the head end brake casters will not hold in brake.